Event description:
A customer reported a malfunction with the pump, specifically receiving a malfunction alarm. There was no reported impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through the pump reset process, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.